Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to be within specification during testing flow line testing found the pump was able to downstream occlude normally. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'failed downstream occlusion' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed downstream occlusion. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to be within specification during testing flow line testing found the pump was able to downstream occlude normally. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'failed downstream occlusion' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed downstream occlusion. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.